Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot when the pump battery was being charged. Reportedly, the issue caused insulin degradation. Reportedly, blood glucose level was about 500 mg/dl. A cartridge and infusion set change was performed to address bg. Insulin delivery was resumed.